Event description:
It was reported that when an asymptomatic and not dependent patient presented to the clinic with diaphragmatic stimulation, loss of capture and loss of sensing were observed. It was found that the patient had a perforation. The lead was explanted and replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A partial lead with the distal tip measuring 52.9cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification. Without return of the entire lead, a complete analysis could not be performed.